Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the 4.0-5.75mm vein graft. A 4.0x20-24mm ion stent delivery system (sds) was advanced and the stent was deployed. The stent was post dilated with a 3.5mm balloon which caused the stent to accordion because the balloon caught on the stent struts. A sterling balloon catheter was advanced and the balloon was inflated to correct the damage. No additional patient complications were reported and the patient's status is fine.